Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11 h11: the device was received for evaluation with an amia patient connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned patient connector by hand with no issues, therefore the reported connection issue was not verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and the homechoice cassette; further described as ¿the patient connector would not disconnect from the cassette patient tubing¿. The patient had to cut the line, wrap in a sterile package, and go in for a transfer set replacement. This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.